Event description:
The physician reports performing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the pt reported being dissatisfied with near vision on the left eye. The physician reports a decrease in bcva greater than 20/40. The preoperative bcva was not provided for comparison. The lens remains implanted. The physician has recommended lasik surgery to address vision. Reference MDR 2031924-2009-00135 for right eye.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.